Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the emergency department for acute appendicitis. As part of the procedure, the patient was tested on the fisher-sure-vue hcg-stat serum/urine test and received a positive result. Confirmatory testing was performed on the same day and produced a serum quant of <0.01 miu/ml. No treatment was provided or withheld based on the result. The patient had an appendectomy surgery performed on (B)(6) 2019 to address acute appendicitis. The surgery was considered emergent; however, the false positive result did not cause a delay. The patient was discharged following the procedure. Troubleshooting was conducted with the customer. The customer was advised on possible causes such as technique, storage, handling, and patient sample.

Manufacturer narrative:
Investigation conclusion: retention devices from the reported lot number were tested with hcg-negative clinical urine samples. Results were read at 3 and 4 minutes and all devices showed the expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. The case details were reviewed along with the complaint history on this lot for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention devices. Case details indicate that it is not known whether the sample was allowed to settle prior to testing. Per the package insert, urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.